Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements until an alert was generated for a high out of range shock impedance measurement of 128 ohms. Boston scientific technical services (ts) discussed with the boston scientific representative (rep) that single-coil leads tend to have higher impedances in general, and noted this lead was trending in the 80 ohm to 90 ohm range over the last year with a slow rise until reaching the out of range measurement. Ts explained that this is not likely caused by a lead fracture but rather a physiological change. It was noted that the device has never delivered a shock, and the device tones are programmed on when the impedance is out of range. Ts provided guidance to consider bringing the patient into the clinic to turn off the device tones, increase the out of range shock impedance upper limit to 150 ohms or 175 ohms and performed a commanded maximum energy shock to establish the difference between the daily impedance measurement value, and the impedance during an actual delivered shock. Ts indicated to avoid delivered shock impedances from reaching 145 ohms. The rep noted that they will discuss this with the physician. The lead remains in-service. No patient symptoms or adverse patient effects were reported.